Event description:
It was reported that there was a leak coming from the twist clamp of the transfer set, which occurred during peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. No abnormalities were identified during visual inspection. The device passed clear passage, leak, and clamp functional testing. The reported problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.